Event description:
It was reported that the user experienced a hypoglycemic event with a sensor reading of 40 mg/dl accompanied by rapid downward trend arrows and subsequently consumed two dinners to prevent nocturnal hypoglycemia, after which education was provided on algorithm function and recommended responses. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose.

Manufacturer narrative:
Investigation included complaint handling with user education and troubleshooting. Investigation of this case revealed user confusion about device operation and risk of overtreatment leading to glycemic variability. It was concluded that the cause of the hypoglycemia was unclear and that additional training was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.